Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was sticking out. The damage occurred when they were changing the infusion set. When they were trying to fill the tubing, instead of the motor pushing up it would push back. The customer¿s blood glucose level was 131 mg/dl. The device will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, loose drive support disk, detach end cap, cracked belt clip slot, missing end cap sticker, cracked reservoir tube lip and stained address/serial label.